Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer stated problem. The investigation found the latch lock was nonfunctional, which is also the reason why the cassette is not recognized and needs to be replaced. The latch lock will be replaced.

Event description:
It was reported that the pump does not recognize the medication cassette or the lock. The pump error upon initial use. There was no patient involvement.